Event description:
The event is reported as: complaint alleges: ¿clip jammed and wouldn¿t come out of the jaw.¿ no pt injury reported.

Manufacturer narrative:
Per device history report DHR investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause of the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.